Manufacturer narrative:
Additional information added to: d4, h4, and b.5. (Event description - patient/event information clarified & detailed). Correction; h.6, (patient code). The customer complaint that the tubing separated from the base of the drip chamber could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the tubing separated from the base of the drip chamber and resulted in herceptin spilling. This caused a delay in treatment as the medication had to be remade. A nurse wearing protective personal equipment was splashed with the infusion. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient or caregiver harm or impact as a result of this event. Several other sets from the same lot were tested and found to have the same issue.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient and device codes added.

Event description:
It was reported that the tubing separated from the base of the drip chamber and resulted in herceptin spilling. This caused a delay in treatment as the medication had to be remade. A rn wearing protective personal equipment was splashed with the infusion. No medical intervention or harm occurred. Several other sets from the same lot were tested and found to have the same issue.